Event description:
It was reported that the symptomatic patient with near syncopy presented to the ER after receiving multiple shocks. Review of egms showed that the patient had been experiencing an svt rhythm. A high voltage shock was initiated, but aborted. Low shock impedance was noted. The device and lead were replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead was returned in two pieces. Internal insulation abrasions were noted at 8.6-11.2cm, 12.2-13.8cm, 19.5- 20.7cm and 30.5-31.5cm from the distal tip. The etfe coating was intact at these locations. An external insulation abrasion was noted at 32.0-32.5cm from the distal tip, consistent with friction to another device. The etfe coating was intact at this location. An internal insulation abrasion was noted under the svc shock coil at 21.4-22.7cm from the distal tip. One rv cable and the distal termination ring of the svc shock coil were melted at this location. This could have contributed to the reported low shock impedance.